Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the tracheostomy tube came out by itself due to flange being broken. Unknown how flange became broken. O2 saturation dropped to 93% requiring an emergent trach change. The patient requires this product to breath and is ventilator dependent. No injuries occurred. Unknown if cuff patency was tested prior to use.

Manufacturer narrative:
One used sample received for evaluation. Visual inspection revealed damage, crack, on the holder of the flange. The flange defect was determined to be a result of manufacturing. As the flange is a supplied item, a notification was sent to the supplier to notify them of the reported failure.